Event description:
It was reported that a non-vented high-volume inlet had a human hair in the sealed package. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. The device was received for evaluation. Visual inspection of the unopened, sealed returned sample revealed the presence of a brown hair, approximately ¾ inches long. The reported condition was verified. The cause of the condition could not be determined; however, it was likely due to variations during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.